Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Device is an instrument and is not implanted / explanted. Regulatory affairs has been contacted for premarket identification. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a sales consultant's 3.5mm lcp elbow field equipment set system has developed rust on the graphics case which contains some instruments and implants. This set has not been used in a procedure nor on a patient for an unknown period of time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention and no history of a previous report of serious injury or death. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: graphics case was opened and locking compression plates (lcp) stored inside showed substantial surface corrosion as do most of the instruments and screws. An oily/corrosive fluid has collected in both the bottom of the screw and graphics cases. Graphics/lcp elbow case and its contents are uncleanable and unusable. A significant biohazard exists such that it contains contamination of a foreign material outside the normal hospital environment, reprocessing parameters and approved sterilization rationales for such graphic case sets. The graphics case set was newly processed for shipping on 9/27/2012 and has been in the field for approximately 2 years. The storage and not recommended exposure to corrosives by the field handlers of this graphics case set has led to this confirmed complaint and is not the result of a design or manufacturing deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.